Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman access system (was) was inserted, and a watchman closure device was implanted. At some point during the procedure, a thrombus had been discovered exiting the was that had not been preciously visible on transesophageal echocardiogram (tee) imaging. Additional heparin was given interprocedurally, and the procedure was concluded. Immediately post index procedure, the patients groin site began bleeding and required a manual pressure device for several hours and medication for the pain. The patient was discharged on eliquis and aspirin and a follow up tee is scheduled for the future.

Manufacturer narrative:
B3: bsc aware date used as event date, as event date is unknown.